Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged the pump has blank display, exposed to moisture and battery cap damage. The pump passed displacement test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the pump trace download. History download was successful using thus. The pump powered up properly after the test battery was inserted. The pump was monitored for 1 day. No blank display noted. The power connector was plugged in properly. No damage noted on the electronic assembly, motor or force sensor during visual inspection. The original battery cap was not received. Unable to verify damage to the battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and scratched keypad overlay. During visual inspection, the electronic assembly was corroded. No damage noted on the motor or on the force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The customer alleged the pump has blank display was not confirmed. The pump was exposed to moisture damage was confirmed. The original battery cap was not received. Unable to verify damage to the battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading was 22.5 mmol/l. Customer declined for troubleshooting for high blood glucose. It was unknown that auto mode feature was active or not at time of high blood glucose. Customer reported that insulin pump had a blank screen. It was reported that battery cap was bit loose. Customer changed that battery but display was still blank. Display did not return after pump restart. It was reported that insulin pump was exposed to moisture. The pump will be returned for analysis.